Event description:
It was reported via medwatch (B)(4) that as a result of having the product implanted, the pt has experienced shrinkage, pelvic pain, sexual dysfunction, vaginal scarring, pain during intercourse and inflammation. The pt is unable to stand, sit or do any type of lengthy activity; unable to lift anything over 10 lbs as directed by her doctor, is taking large amounts of pain medication; at time of initial surgery, the pt had hematomas which required three blood transfusions; placed on IV therapy antibiotics due to mass infection; multiple recurrent bladder infections causing 3 forms of flora in the bladder. Associated mdrs: 1018233-2013-00572 and 1018233-2013-00635.

Manufacturer narrative:
The sample was not returned. The lot number is unk, therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: "pelvisofttm biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisofttm biomesh should not be used. Pelvisofttm biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted."(B)(4).